Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display. No audio/beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped on the bathtub, the entire insulin pump got wet and it did not turned on, they already changed the battery 3 times and nothing happened. Customer's blood glucose value was 214 mg/dl. Customer stated that the insulin pump was vibrating without an alarm or alert. Customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer stated that a constant tone was occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.